Event description:
The tip of the brite tip sheath introducer was frayed. The frayed tip of the product was noticed while trying to insert the product into the patient. The physician was unable to insert the product. There was no defect on the outer box and sterile pouch. The product was properly stored. The product was not clinically used; therefore, there was no injury to the patient.

Manufacturer narrative:
It was reported that the tip of the brite tip sheath introducer was frayed. The frayed tip of the product was noticed while the physician was attempting to insert the product into the patient and as a result the physician was unable to insert the product. There was no defect on the outer box and sterile pouch and the product was properly stored. The product was not clinically used. There was no reported injury to the patient. The product will not be returned. The device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.